Event description:
It was reported that the patient underwent a surgical procedure wherein this artificial urinary sphincter (aus) was explanted due to erosion of the urethra. All components were removed; a separate procedure was later performed to implant a new aus system. No further patient consequences were reported. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.